Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products: tsv4b10, imp,tsv,4.1mm,sbm,10 lot 1256134. Zimvie received one (1) portion/fragment of the unknown zimmer screw for evaluation. Visual evaluation of the as returned devices identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors or clinician error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported fracture of implant's collar at tooth site 36. A new implant was placed. Upon review/inspection of returned product. A fractured screw was identified stuck inside the implant. Follow up has been done and clinician indicated that the fractured screw was not identified prior to the implant fracture. This complaint refers to the screw fractured.